Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic chipped off the battery compartment opening on the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, minor scratches on display window, cracked case near display window corner, stained end cap sticker, and missing reservoir tube lip o-ring noted.